Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose levels. The customer states they have been having issues with site changes and high blood glucose levels. The customer's blood glucose level was between 200mg/dl and 400mg/dl. The customer's current blood glucose is 319mg/dl. The customer states they have treated their high levels with the insulin pump, by changing sites. Troubleshoot was conducted. It was noted that the cannula appears frayed at the tips. The customer was advised to do a complete set change and call back if issues persist.